Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed no anomaly found. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during trial intraoperative stimulation, a connection test when connecting an external neurostimulator (ens) and the lead confirmed an abnormal value for electrode number 15, and when impedance was measured, the values of all electrodes in combination with electrode number 8 were over 40,000 o, confirming abnormalities. When the lead was reconnected on the 0-7 side of the ens and the impedance was measured again, a similar value of 40,000 o or higher was confirmed in electrode number 8, and a lead fracture was suspected, so the lead was not used and a new lead was opened. It is unknown what may have caused the event, but the sales representative speculates that the lead may have been broken by the tip of the needle when it was being inserted and removed from the epidural space through the needle. The issue was resolved at the time of report with the use of a new lead. The lead was never implanted. No symptoms were reported.